Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had two stored signal artifact monitoring (sam) episodes due to noise oversensend of the minute ventilation (mv) feature signal. Which was caused by electromagnetic interference (emi). Leading to the minute ventilation (mv) feature being automatically disabled. Additionally, high out-of-range pacing impedance measurements were also noted at the same time as the sam episodes. At this time, the product remains in service, and no adverse events were reported.